Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action (B)(4). All affected consignees were notified by letter beginning (B)(4) 2010. Two, unsuccessful, attempts to contact the customer to gather additional information have been made.

Event description:
Customer reported receiving unspecified readings from his precision xtra blood glucose meter which were lower than he felt. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death, serious injury or mistreatment associated with these events.